Manufacturer narrative:
Correction : female should have been reported in initial MDR.

Event description:
It was reported that a day after the implant procedure, the right ventricular lead was found to be dislodged. The device and lead system were being checked prior to the patient discharge and a sensing issue was noted. A chest x-ray was performed confirming the lead dislodgement. The lead was repositioned successfully. No symptoms were reported. The patient will continue to be monitored.